Event description:
It was reported that the patient's blood glucose (bg) levels reached 401 mg/dl, while wearing the pod between 25 and 36 hours. The pod was removed, the cannula was noted to be bent and the pink slide did not move forward, indicating a failure of the needle mechanism.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.